Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant, pump was attached to cuff without difficulty. The inflow cannula position was posterior, so the pump was unlocked from the cuff for repositioning. During attempts to relock the pump to the apical cuff, it was noted that there was a visible gap between the base of the pump and the cuff. The pump was not securely and safely seated to the apical cuff, so the surgeon deemed it necessary to open and use a backup pump. The pump was removed from the apical cuff and placed in an explant kit for return. It was said the pump was returned. Information received on 19mar2026 reported there was a clinically significant delay in surgery due to this issue, there were no patient symptoms and that the patient's weight was unknown.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was said there was a clinically significant delay in surgery due to this issue. There were no patient symptoms, and the patient was said to be recovering in the intensive care unit (ICU).